Event description:
Additional information received from a manufacturer representative reported the cause of the high impedances was unknown. The patient did not experience any falls or trauma. Reprogramming was done and other electrodes were used. The system was still in use and no further actions had been taken.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3387, lot# unknown, product type: lead. Product ID: 7482, lot# serial# unknown, product type: extension. Product ID: 7482, lot# serial# unknown, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that abnormal impedance was measured. The impedance was considerably high. The cause was unknown. There was no other choice, but to use another electrode. The issue was not resolved at the time of this report. No surgical intervention was taken or planned. The patient's indication for use is parkinson's disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.